Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Based on the information provided, no product returned, and the results of our investigation; the exact reason for the pin vise to disconnect from the loop wire cannot be determined, nor can the reason for the hub to separate from the sheath. It is noted that the filter was successfully removed with no adverse effects to the patient. We will continue to monitor for similar complaints, and have notified the appropriate personnel of this event.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
It was reported that during 2 separate procedures on the same day for an ivc filter removal using a gunther tulip vena cava filter retrieval set, when the physician was attempting to remove the ivc filter from the patient, the pin device disconnected from the end of the snare and then the luer lock on the 11 fr sheath separated from the sheath as he was pulling. The filters were successfully removed with no adverse effects to the patients.